Manufacturer narrative:
The pt remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad) approximately 11 weeks post-implant, it was reported the pt was re-admitted due to hematuria and an increase in lactate dehydrogenase (ldh). It was also reported that the hospital is stabilizing the pt and will possibly initiate thrombolytic therapy.